Event description:
Info received that all four casters were not locking into place, no injury reported.

Manufacturer narrative:
Technician located the stretcher on (B)(6). Problem: all four casters were not locking into place. Replaced all casters to resolve this issue.